Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified issue occurred. The sensor was inserted into the abdomen on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a stale stop command which led to an early sensor expiration. The reported event of unspecified issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.